Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen with concentration 4000 mcg/ml at a dose rate of 551 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The motor stall was active, and a stopped pump period may exceed set message was indicated. The event logs showed a motor stall occurred on (B)(6) 2019 at 12:51 pm and had not recovered to date (as of (B)(6) 2019). There was no electromagnetic interference or magnetic resonance imaging (MRI) that had caused the pump motor to stall. The patient did not recently have an MRI. Elective replacement indicator (eri) was going to be april 2020. The patient just had a CT scan yesterday ((B)(6) 2019) and that was when the pump alarm was heard. The patient was at the emergency department (ed) on saturday ((B)(6) 2019) and was diagnosed with a urinary tract infection (uti). The hcp prescribed the patient with the necessary medication for the uti and the patient was sent back to the assisted living facility. The patient however returned to the hospital again on (B)(6) 2019 and was admitted to the intensive care unit (ICU). The hospital hcp called the pump managing physician on (B)(6) 2019 about it and the company representative was then also notified via the hcp. The date of the event regarding the diagnosis of the uti and motor stall was (B)(6) 2019. On 2019-sep-09 additional information was later received via the company representative. After the pump management physician conferred with the ICU physician, it was decided to not program the pump to minimum rate mode and that the pump was to be programmed at 192.1 mcg/day which was the lowest dose possible in simple continuous mode for a concentration of 4000 mcg/ml. As soon as the patient was medically stable there was to be a catheter dye study to confirm catheter patency and then the pump would be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider via a company representative. No further diagnostic tests or troubleshooting was performed. The cause of the motor stall was not determined. The pump replacement was not yet performed and the pump was to be returned to the manufacturer for analysis. It was noted that as far as the healthcare provider or company representative knew, the motor was still stalled. The patient¿s weight at the time of the event was unknown. It was noted that the above information had been confirmed with the physician/account. On (B)(6) 2019 the company representative also further reported that regarding symptoms the patient experienced related to the motor stall, that this was unknown as the patient was non-verbal. However, upon the company representatives arrival the patient¿s heart rate was elevated at 132 beats per minute and the patient appeared to be having spasms. Regarding the patient¿s outcome, they were still in the intensive care unit (ICU).